Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Customer reported leaking at the y-site when attaching to anothe rset. Leak occurs when using syring pump. Leak has occurred on a neonate patient. Samples are available for evaluation. No patient injury is reported.